Event description:
The customer reported going from 39 to 500mg/dl and the paramedics were called to his home. The customer drank a glass of orange juice and the paramedics give him glucose; his blood glucose rose up to 480mg/dl. Then the customer was fed and his glucose level increased to 500mg/dl. The customer took a nap, woke up and took 9.0 units of insulin. After more than one hour he was still high and took another 6.0 units. The customer mentioned not wearing the device at time of high and low it happened, and he was not sure for how long he was off the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.